Event description:
On 12/01/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The pt was discharged home later that day without complication. The pt awoke early the following morning to find bleeding at the puncture site. The pt presented to the emergency room where a hematoma of unspecified size was noted. Manual pressure was held, followed by the application of a sandbag, with control of the hematoma. The pt was discharged twelve hours later in satisfactroy condition. As of 01/13/1999 there has been no report to the MFR of further complication or additional pt sequelae.